Manufacturer narrative:
Product return was not received. A valid product code hasn't been provided by the reporter, therefore no product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Jabbed face [face injury]; brush head came off and I (jabbed) myself in the face with the metal shaft [injury associated with device]; brush head came off / the metal shaft was broken off and is jagged and angled / entire replacement unit fell off [device breakage]; entire replacement unit fell off the brush and got stuck in mouth [foreign body in gastrointestinal tract]. Case description: consumer called stating that the brush head came out in his mouth, as the metal shaft on the handle was broken off, jagged, and angled. No serious injury was reported. Follow-up: consumer stated the entire replacement unit fell off the brush and got stuck in his mouth.